Manufacturer narrative:
Taper ii. Medwatch sent to FDA on (B)(4) 2013. The reporter of the complaint was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Based on the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. Pouch dilation, vomiting, and gastroesophageal reflux are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of pouch dilation and vomiting as follows: "band slippage and/or pouch dilation can occur." "Frequent severe vomiting can result in pouch dilation, stomach slippage or esophageal dilatation." "Nausea and vomiting may occur, particularly the first few days after surgery and when the pt eats more than recommended." Device labeling addresses the reported event of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures."

Event description:
Health professional reported pt in (B)(6) study experienced pouch dilation, vomiting and gastroesophageal reflux. A lap-band ap system removal took place to treat events.